Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while responding to a male patient, (age unknown), in cardiac arrest, the device self discharged and the patient and clinician received an unintended delivery of energy. Complainant indicated that there was no adverse effect to the patient or the clinician due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device activity logs does show the shock button was pressed prior to the device discharging the selected energy. The device activity log showed no evidence related to the customer's report of the device self discharging. Evaluation for the customer's report related to user being shocked is associated with the shock button being pressed inadvertently while the device was charged. Based on customer report and investigation, it suggests the shock was inadvertent therefore not allowing for the appropriate clearance or stand clear protocol during delivery of energy. The device was recertified and returned to the customer. No trend is associated with reports of this type.